Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire had failed to advance in the left ventricular (lv) lead. The lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance guidewire was not confirmed. A complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. A guidewire was inserted and was able to advance beyond the distal region and removed without restriction. Electrical testing did not find any indication of conductor fractures or internal shorts.